Event description:
It was reported that a buretrol sol. Admin. Set leaked from an unspecified location. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in june 2020. H10: the actual device was not available; however, a photograph was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition; no leak was identified. The reported condition was not clearly observed via the provided photograph. Meanwhile, retention samples were visually inspected and functionally (gravity and leak) tested with no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.